Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) at the service center, the flow sensor was not reading flow. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the service repair technician (srt), the centrifugal flow sensor is in good shape; however, the flow sensor is not repairable. The device did not meet manufacturer specifications.